Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included live birth on (B)(6) 2017, multiparous on (B)(6) 2015, multiparous on (B)(6) 2011, multigravida, parity 4, hepatitis, premature delivery, premature labor and c-section. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and seizure ("seizures") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, urinary tract infection and seizure outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure began at week 45. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, pelvic pain, pregnancy with contraceptive device, seizure and urinary tract infection to be related to essure. The reporter commented: the patient also experienced another pregnancy case reported in case: (B)(4). She also reported that she had 1 full term, 1 premature and 1 spontaneous abortion were reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included live birth on (B)(6) 2017, multiparous on (B)(6) 2015, multiparous on (B)(6) 2011, multigravida, parity 4, hepatitis, premature delivery, premature labor and c-section. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and seizure ("seizures") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, urinary tract infection and seizure outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure began at week 45. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, pelvic pain, pregnancy with contraceptive device, seizure and urinary tract infection to be related to essure. The reporter commented: the patient also experienced another pregnancy case reported in case: (B)(4). She also reported that she had 1 full term, 1 premature and 1 spontaneous abortion were reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included live birth on (B)(6) 2017, multiparous on (B)(6) 2015, multiparous on (B)(6) 2011, multigravida, parity 4, hepatitis, premature delivery, premature labor and c-section. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and seizure ("seizures") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, urinary tract infection and seizure outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure began at week (B)(6). The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, pelvic pain, pregnancy with contraceptive device, seizure and urinary tract infection to be related to essure. The reporter commented: the patient also experienced another pregnancy case reported in case: (B)(4). She also reported that she had 1 full term, 1 premature and 1 spontaneous abortion were reported. Most recent follow-up information incorporated above includes: on 4-feb-2021: medical record received: essure removal details added. Case was upgraded from non-serious incident to serious incident. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.